Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose level of ¿greater than 500 mg/dl¿ and experienced the symptoms of nausea and vomiting. The patient changed the infusion set and infusion site and determined the cannula was bent and the tubing was kinked. The patient reported the pump did not give an occlusion alarm. The patient noted the area used may have had scar tissue, which could contribute to under-infusion of insulin. The patient¿s technique of inserting the infusion set was incorrect. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump occlusion alarm issue occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. No occlusions observed in black box or alarm history. The force is normal. The pump passed delivery accuracy test and found to be delivering within the required specifications. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. An occlusion was induced and pump gives appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.